Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no. Unknown batch no. Unknown. It was reported that during use of the unspecified bd¿ tubes in a comparative study of urine growth stabilization products after the tube was left at room temperature for 24 hours it demonstrated an increased or of significant growth. The following information was provided by the initial reporter: (bd vacutainer® urine plus c&s preservative tube): comparison of clinical performance of commercial urine growth stabilization products. Daley p, gill y, midodzi w. Diagnostic microbiology and infectious disease 2018;92:179-182. Urine in us (copan uriswab) and bd at room temperature for 24h demonstrated an increased or of significant growth (us 2.72, bd 2.96), although these were (nonsignificantly) higher ors for significant growth compared to refrigeration.

Manufacturer narrative:
H.6. Investigation summary : bd had made multiple attempts to reach the customer in order to gather more information on the catalog and lot number; however, bd had not received a response from the customer. A good faith effort has been made and this complaint will be closed without further investigation at this time. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. H3 other text : see section h.10.

Event description:
It was reported that during use of the unspecified bd¿ tubes in a comparative study of urine growth stabilization products after the tube was left at room temperature for 24 hours it demonstrated an increased or of significant growth. The following information was provided by the initial reporter: